Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 110 mg/dl. At the time of the report with tandem technical support, the customer did not have an alternate method of insulin therapy and declined follow-up to determine if one was later obtained.

Event description:
It was reported that multiple malfunction alarms occurred. Customer's blood glucose level was 110 mg/dl. At the time of the report with tandem technical support, the customer did not have an alternate method of insulin therapy and declined follow-up to determine if one was later obtained.